Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 85% stenosed, 16mm x 3.5mm, concentric, de novo, target lesion containing a >=90 degrees bend was located in the mildly tortuous and severely calcified left anterior descending artery. Following pre-dilation of a non boston scientific balloon catheter, a 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.